Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited suboptimal electrical parameters. Surgical intervention was performed to reposition the lead. Attempts to reposition were complicated due to helix issues. The lead was explanted and replaced without incident. The lead was discarded following explant and will not be returned for evaluation. Besides surgical intervention, there were no other adverse patient complications reported.